Manufacturer narrative:
The field service engineer found leaky cell rinse tubes and exchanged them. The gear pump head was replaced as it was defective. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crp4 (c-reactive protein) on a cobas 8000 c 702 module. The customer noted that controls were unstable and they needed to calibrate more often than usual. The first sample initially resulted in a crp value of 2.58 mg/l and it repeated as 0 mg/l. The sample was repeated again, resulting in a value of 2.62 mg/l. The second sample initially resulted in a crp value of 130.08 mg/l and it repeated as 173.15 mg/l.

Manufacturer narrative:
The crp reagent lot number was 706673. The reagent expiration date was requested, but not provided. Preventive maintenance was performed on the analyzer, including replacement of the lamp and cuvettes. The investigation is ongoing.